Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were evaluated in the field and the issue was confirmed; 9 had broken/damaged components, 1 had a worn component, 1 had a missing component, and 1 had a stuck component. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported the unit exhibited phantom motion. There was no patient involvement.